Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Correction: section g2. The report source should have checked with "user facility".

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker and the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences." Rather than "it was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker and the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. No intervention was performed. There were no patient consequences." Correction: section d10 - the concomitant medical products and therapy dates should have included the medical product "assurity MRI pacemaker umri" with a therapy date of "(B)(6) 2025". Correction: section h10 - the related report numbers should have not filled with "2017865-2025-1005294".